Event description:
It was reported that the patient fell and broke her hip and thought 'something happened to the pump.' The patient was concerned because the hospital did not have a way to check the device since the pain clinic had shut down in the hospital and was relocating. The patient's physician later reported that she had fixed the patient's hip 'a while ago' and that the fall did not affect the pump. The physician stated that she last saw the patient on (B)(6) 2012 and was going to see the patient on the day of the report to check on the pump and personal therapy manager (ptm). The physician stated that the pump was not affected by the fall and appeared to be functioning properly 'not flipped or affected in any way.' It was also reported that the fall did not cause the pump not to respond to the ptm correctly. The physician had the patient's family change the battery in the ptm and they said it still was not functioning properly. The medication used in the pump was dilaudid. Patient symptoms and outcome were not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n309559, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)46).

Manufacturer narrative:
(B)(4).